Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209242858, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer, via the manufacturer representative, reported there was breakdown/erosion over the implantable neurostimulator (ins) site. There was a ¿hole¿ in the old suture line that was approximately 0.3 cm in diameter and the ins was clearly visible. The patient had a very small body habitus, was a smoker, and was on medication for an autoimmune disorder. The surgeon felt these were contributing factors to the situation. It was noted that the patient had been treated with oral antibiotics and dressing changes for the last 6 weeks prior to contacting the implanting surgeon. The patient was to be taken back to theatre for wound debridement and suturing of the wound. This was scheduled for (B)(6) 2016 and the surgeon did not want to take the system out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.